Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an stent implantation surgery intraocular pressure (iop) of a patient exceeded 40 mmhg. Therefore, the patient visited the clinic and according to the surgeon the first window of the stent came to anterior chamber side. Additional information has been requested and stated the stent was removed and a microhook trabeculotomy was performed. That the patient's intraocular pressure was high to before the implanting stent. So, the stent implantation was probably not a suitable choice to the patient in the first place.

Event description:
Additional information has been requested and stated the stent was removed and a preserflo surgery was performed. That the patient's intraocular pressure was high to before the implanting stent. So, the stent implantation was probably not a suitable choice to the patient in the first place. The physician confirmed that there was no causal relationship between the case and stent.

Manufacturer narrative:
Additional information was added in b.5., e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of stent came to anterior chamber side, intraocular pressure (iop) exceeded 40mmhg, stent was removed; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instructions for use (IFU) could potentially contribute to an outcome similar to the reported event. Iop spike (10mmhg higher than highest pre-operative iop measurement) is highlighted as a potential risk associated with anterior chamber surgery, as stated in the product¿s IFU. The manufacturer internal reference number is: (B)(4).